Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 153 mg/dl, which was addressed with manual injections. The customer changed the supplies on the pump and indicated system performance would continue to be monitored.